Event description:
It was reported that: "two impactors broke (the plastic cracked) during inpaction."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.